Event description:
There has been a partial migration of the electrode array out of the cochlea. A CT scan revealed 4 channels to be extra-cochlear. No accident or trauma has been reported. According to the registration card the electrode was fully inserted at implantation. The user also has a pressure like pain that surrounds her implant and travels down the right side of her neck. The pain began before the concerned implant was activated. The pain improves when the audio processor is removed but it does not totally resolve it. The right side of the face becomes red and swollen sometimes, with or without use of the device. The cause of the swelling is unknown. In addition, the user frequently experiences headaches/migraines following mapping changes. The recipient was re-implanted with a pre-curved electrode, competitor's device.